Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent graft leak reported from this lot. The reported patient effect of death, as listed in the graftmaster instructions for use (IFU), is a known patient effect that may be associated with coronary stenting. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient presented to the hospital with unstable angina. During treatment of a heavily calcified lesion in the heavily tortuous proximal right coronary artery (rca), the vessel was severely perforated during deployment of an unspecified stent implant. Tamponade was performed using an unspecified balloon dilatation catheter (bdc), followed by aspiration. The 4.5x12mm graftmaster was successfully deployed without issue; however, as the perforation was quite large, it was not fully sealed. The vessel diameter was approximately 3.0mm and the stent was 4.5mm, so the stent was large enough and it was assumed that the stent was long enough. The patient expired before further treatment could be performed. No autopsy was performed as the cause of death was attributed to the perforation. There was no additional information provided.